Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump as well as a no delivery alarm. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that they inserted the reservoir in the pump but the reservoir did not look like it was seated properly in the pump. Thereafter, the pump alarmed with a motor error. The customer tried to prime and received a no delivery. The customer was assisted with troubleshooting the no delivery, but the pump was still stuck in the rewind sequence. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.